Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the front therapy electrode and under her right armpit. There was no alleged device malfunction contributing to the irritation. Patient reported applying an anti fungal powder he got from the hospital. Follow up indicated that the irritation has improved.